Event description:
The patient's trial lead was explanted due to infection. The patient was hospitalized and treated with antibiotics. The patient has since been discharged from the hospital. The patient's infection has reportedly healed.

Manufacturer narrative:
The explanted lead was discarded by the medical facility and will not be returned for evaluation.